Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: on investigation, the alleged rewind issue was not duplicated. Review of black box did not find any evidence of rewind issue. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. Unrelated to the complaint, the battery compartment was found to have cracked from below the grip pad to the case seal.